Event description:
The biomedical engineer (bme) reported that the bedside monitor (bsm) display was black even though the power was on and they could see lights and alarms. Not in patient use and no patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the bedside monitor (bsm) display was black even though the power was on and they could see lights and alarms. Not in patient use and no patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.